Event description:
During procedure error code appeared on screen e216. Md could not take images from scope photo button. Technician able to take images using mouse on computer screen images able to upload and save in chart. Md was using adult colonovideoscope computer screens (the md screen and the technician screen) with camera images went black but could still access patient chart and pacs system during procedure. FDA safety report ID#: (B)(4).